Manufacturer narrative:
This even occurred in (B)(6) with an irc9lxo2awq-s concentrator. Invacare is reporting the event due to the irc10xo2 concentrator which is manufactured and sold in the u.s. Is the same or similar. The device has not been returned to invacare europe. The cause of this event has not been determined at this time. The concentrator has been isolated at the repair center, as they are keeping it on site during their investigation. The injured technician is a qualified and experienced tech. Replacing the sieve material is a standard maintenance service. Should additional information become available, a supplemental record will be filed.

Event description:
While doing routine maintenance on the irc9lxo2awq-s concentrator, the sieve dust was changed. When the concentrator was switched on, after it ran for a few seconds the cap of the right sieve bed came off, throwing sieve material throughout the work area and into the technician's eye causing him a sharp burning pain. He was hospitalized one day with edema to the eye.